Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 47 of the patient's mouth. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.